Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer stated that insulin is squirting out of the insulin pump during manual prime. It was also reported that the force sensor does not detect the reservoir. Customer stated that the drive support cap is sticking out as well. Customer's blood glucose reading was 505 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker, scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.